Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to loss of capture with no asystole observed. No additional adverse patient effects were reported.